Event description:
In 2009, the lay-user/patient contacted lifescan alleging an unknown error message issue with a one touch ultramini meter. The patient indicated that the alleged issue started the day prior to contact lifescan, at 5:00 pm. Around 7:30-8:00 pm, the patient claimed that he developed symptoms of "feeling hypo." The patient did not provide any specific symptoms of feeling hypoglycemic. The patient also denied receiving treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, and what actions the patient took before and after the symptoms developed. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, the complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms of "feeling hypo" after the alleged issue began. It is unclear as to what specific symptoms he allegedly developed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation, if the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.